Event description:
It was reported that the patient presented for follow-up on (B) (6) 2009 complaining of shocking pain in the pocket since (B) (6) 2009. The lead exhibited loss of capture and loss of sensing. An x-ray revealed that the lead had dislodged and was in the pocket. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.